Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 411 mg/dl,250 mg/dl, 255 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.